Manufacturer narrative:
Product ID :3776-60, serial# (B)(4), product type: lead. Product ID: 3776-60, serial# (B)(4), product type: lead. Other relevant device(s) are: product ID: 3776-60, serial/lot #: (B)(4), UDI#: (B)(4); product ID: 3776-60, serial/lot #: (B)(4), UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - post lumbar laminectomy syndrome/ spinal pain. It was reported that the patient had a 2nd surgery. A lead replacement was reported. As well as ins replacement due to erosion. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient hadn't used the ins for 3 or more years. No further complications are anticipated.